Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non calcified left forearm vein. After a 4f non bsc introducer sheath was inserted in the left cubital vein and a non bsc guide wire crossed the lesion, a 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient and exchanged with a 6x4 non bsc balloon catheter. The balloon was inflated at 20 atmospheres and the procedure was completed. No patient complications were reported and the patient's status was good.